Event description:
It was reported that while conducting the equipment inspection, the cardiosave intra-aortic balloon pump (iabp) unit had a history of frequent occurrences of fault codes #118 & #139. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4,d9,g3,g6,h2,h3,h4,h6(type of investigation,investigation findings,investigation conclusions),h10. A getinge field service engineer (fse) said that when he checked the logs before conducting the equipment inspection, he found that #118 and #139 were occurring frequently. When he checked with the hospital me, they said that there were no communication errors such as shutdowns, and that the system was being used without any problems. Since he could not confirm the malfunctioning part and only recorded it in the log, at the customer's discretion, he did not replace any parts, only performed an inspection, and then returned the equipment to clinical use. H3 other text : no information available.